Event description:
The hospital reported five perforations over a six-month period with two of their scopes. All patient perforations required surgical intervention, with the exception of one procedure in which bleeding was stopped with the aid of an undisclosed medical intervention. The hospital has two scopes of the model in question, and could not discern if one or both were involved in the perforations. The physician reported the tip of the transducer is sharp which may have contributed to the perforations. It was not disclosed if the procedure were completed or the outcomes of the patient's involved.